Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed tamper seal was intact and device was in good condition, no physical damage was found. During functional check, the reported complaint was duplicated. Unit was powered on and configuration 3d3b was originally present. When powering down, a new update message came up. Upon accepting the message, unit would accept the new update and configuration change to 6339. Root cause could not be determined. However, replaced interconnect board as a preventive measure. Calibration and functional testing were performed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump keep reverting to old drug library. It was reported that the devices in question will upload a new drug library, then when power down, the device reads new update and when accept the devices revert back to the previous drug library. No patient involvement reported.